Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that an initial attempt to interrogate this implantable cardioverter defibrillator (ICD) was unsuccessful, and a message was observed on the programmer. Further discussion with technical services (ts) found that an incompatible programmer was being used. Ts discussed the correct programmer to use. It was then reported that this ICD and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise, and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. A signal artifact monitor (sam) episode was triggered as a result, and resulted in the vector of the respiratory sensor being changed. The noise was able to be reproduced in-clinic and was reported to be due to an issue with the non-boston scientific ra lead. The physician plans to continue monitoring at this time, and will consider potential future lead replacement. No adverse patient effects were reported. This device remains in service.